Manufacturer narrative:
B3: event date estimated, exact date unknown but speculated to have occurred during ablation procedure at end of (B)(6) 2025. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0035309507. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, implant movement/shift and cerebral vascular accident (cva) (medication and imaging required). Risk review: a risk review was completed and confirmed that the events of implant did not seal, implant movement/shift and cerebral vascular accident (cva) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that stroke, device shift, and leak occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted after meeting release criteria on (B)(6) 2025. The 3-month follow-up transesophageal echocardiogram (tee) showed no leak. The patient was experiencing recurrent atrial fibrillation and a convergent procedure was completed (B)(6) 2025. Tee during the convergence procedure showed no obvious leak or shift of the closure device. Two-weeks post convergent procedure the patient experienced a stroke which was confirmed via magnetic resonance imaging (MRI). A repeat tee on (B)(6) 2025 showed a 3mm leak and shift of the closure device. The patient was placed back on oral anticoagulation indefinitely. Next course of action is possible coil placement.

Manufacturer narrative:
B3: event date estimated, exact date unknown but speculated to have occurred during ablation procedure at end of (B)(6) 2025

Event description:
It was reported that stroke, device shift, and leak occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted after meeting release criteria on (B)(6) 2025. The 3-month follow-up transesophageal echocardiogram (tee) showed no leak. The patient was experiencing recurrent atrial fibrillation and a convergent procedure was completed (B)(6) 2025. Tee during the convergence procedure showed no obvious leak or shift of the closure device. Two-weeks post convergent procedure the patient experienced a stroke which was confirmed via magnetic resonance imaging (MRI). A repeat tee on (B)(6) 2025 showed a 3mm leak and shift of the closure device. The patient was placed back on oral anticoagulation indefinitely. Next course of action is possible coil placement.